Manufacturer narrative:
As the devices remain implanted in the patient, a physical examination of the hardware could not be performed. A lot number was not provided; therefore, a review of the device history record could not be conducted. Hardware weight calculation was sent to the patient, as requested, on (B)(4) 2012. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiate action on any emerging trends; the meeting includes cross-functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. Based on the information available at this time, no further action is deemed necessary by depuy synthes spine. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Devices remain implanted.

Event description:
Patient reports she underwent a lumbar-sacral fusion for idiopathic scoliosis on (B)(6) 2011, and began experiencing sleep issues approximately (B)(6) months post-operative. The patient reports that she feels her spine is too heavy and she is in constant pain. The patient reports that she has reported the symptoms to her surgeon and has been diagnosed as failed back syndrome #148; the patient further states that her surgeon has stated that the construct appears to be in place and healing normally. The patient has contacted depuy synthes spine seeking information on the weight of our products used in her surgery.